Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe had difficult plunger movement during use. The following information was provided by the initial reporter: "1 x not able to push."